Event description:
Philips received a service call, informing us about an alleged malfunction, which could affect the gantry tilt function resulting in possible contact with a pt. There are no reported injuries.

Manufacturer narrative:
(B)(4). The MDR is being submitted as it is unk if the tilting gantry was a result of a malfunction that could likely cause or contribute to serious injury or death if it were to recur. The investigation is on-going. This report was submitted on (B)(4) 2010.